Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2019-00984. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced in this initial medwatch report. Occupation: non-healthcare professional. Investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated: organ/vena cava (vc)/aorta perforation, inferior vena cava (ivc) thrombus, inability to retrieve, embedment, and tilt. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2005 due to history of dvt (deep vein thrombosis) and risk of future dvt. Patient is alleging vena cava perforation, inability to retrieve the device, and organ perforation. The patient further alleges "the filter perforated the ivc and my aorta. It's embedded and can't be removed." It was further reported that the patient received another filter (unknown product) implant 4 months prior to the cook filter due to dvt. Per an attempted retrieval report, "we are unable to reposition or retrieve the filter secondary to thrombus within the filter. Given the patient's history of deep venous thrombosis and clot formation, at this time, the filter will remain in place and the patient will be anticoagulated." Per an attempted retrieval report, "venacavogram demonstrating inferior vena cava with minimal tilt below the renal veins and a patent inferior vena cava. No evidence of thrombus is seen within the filter or the cava. Unsuccessful retrieval of the inferior vena cava secondary to the hook imbedded in the sidewall." Per a report from CT (computed tomography): "positive for caval perforation. Superior extent of ivc filter mid l3 vertebral body. Inferior extent l4-l5 disc space. A total of 4 prongs have perforated the ivc series 2 image 2. Maximum distance prongs perforated 10 mm series 2 image 52. Coronal images 5 degree tilt left to right series 302 image 79. Sagittal images 0 degree tilt series 301 image 89. Diameter of ivc directly above filter 19 mm x 11 mm series 2 image 41. A prong has perforated the aorta best appreciated on series 2 image 52 and series 302 image 80".